Manufacturer narrative:
The reported observation of ineffective stimulation was confirmed when referring to the lead. The root cause was due to an electrical open within the lead at electrode #3. The associated lead was subjected to end-to-end continuity measurements, and it was noted electrode #3 was electrically open. Continuity testing for all other electrodes measured within the expected range. The electrical open on electrode #3 was verified in the associated ipgs daily system impedance logs showing the high impedance issue began in the month of (B)(6) 2025 and was captured in the monthly (B)(6) 2025, entry.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective stimulation. In turn, surgical intervention took place wherein the system was explanted to address the issue.